Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was hospitalized in the intensive care unit (ICU) due to an elevated blood glucose (bg) level (specific bg value was not provided); cause was unknown. Customer delivered a bolus via the pump and was treated with intravenous fluids of saline and insulin in the ICU. The customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.